Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and low amplitude due to dislodgement. A lead revision was performed and the lead was repositioned. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and low amplitude due to dislodgement. A lead revision was performed and the lead was repositioned. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. A2: date of birth. A2: age at time of event. A2: unit of measure - age a3: sex..